Manufacturer narrative:
It was initially reported that during a total vaginal hysterectomy, the 10f disposable frazier suction tube tip broke in half. It was added that all the pieces were recovered and there was no patient harm. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. It is unknown what were the events leading up to the disposable frazier suction tube breaking and what method was used to retrieve the broken pieces from the patient. There was no serious injury reported related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during use in a surgery, the tip of the disposable frazier suction tube broke into patient and all pieces were successfully retrieved.